Event description:
Electrical issues were reported to the subject pacemaker. In a follow up performed on (B)(6) 2013 low ventricular lead impedance values were identified in the measurement curve since the beginning of january 2013. Abnormal r wave amplitude considered as noise was found on ventricular sensing histogram, and ventricular noise was found on stored egm. In a follow up performed on (B)(6) 2014 ventricular noise oversensing was confirmed. On (B)(6) 2014 a re-intervention was performed. Before the procedure the pacemaker was checked and no anomaly was noted. During the intervention no connection failure was confirmed. The ventricular lead was measured by a psa and no irregularities were identified. A new pacemaker and ventricular lead were implanted.

Event description:
Electrical issues were reported to the subject pacemaker. In a follow up performed on (B)(6) 2013 low ventricular lead impedance values were identified in the measurement curve since the beginning of (B)(6) 2013. Abnormal r wave amplitude considered as noise was found on ventricular sensing histogram, and ventricular noise was found on stored egm. In a follow up performed on (B)(6) 2014 ventricular noise oversensing was confirmed. On (B)(6) 2014 a re-intervention was performed. Before the procedure the pacemaker was checked and no anomaly was noted. During the intervention no connection failure was confirmed. The ventricular lead was measured by a psa and no irregularities were identified. A new pacemaker and ventricular lead were implanted.

Event description:
Electrical issues were reported to the subject pacemaker. In a follow up performed on (B)(6) 2013 low ventricular lead impedance values were identified in the measurement curve since the beginning of january 2013. Abnormal r wave amplitude considered as noise was found on ventricular sensing histogram, and ventricular noise was found on stored egm. In a follow up performed on (B)(6) 2014 ventricular noise oversensing was confirmed. On (B)(6) 2014 a re-intervention was performed. Before the procedure the pacemaker was checked and no anomaly was noted. During the intervention no connection failure was confirmed. The ventricular lead was measured by a psa and no irregularities were identified. A new pacemaker and ventricular lead were implanted.

Manufacturer narrative:
(B)(4).

Event description:
Electrical issues were reported to the subject pacemaker. In a follow up performed on (B)(6) 2013 low ventricular lead impedance values were identified in the measurement curve since the beginning of january 2013. Abnormal r wave amplitude considered as noise was found on ventricular sensing histogram, and ventricular noise was found on stored egm. In a follow up performed on (B)(4) 2014 ventricular noise oversensing was confirmed. On (B)(6) 2014 a re-intervention was performed. Before the procedure the pacemaker was checked and no anomaly was noted. During the intervention no connection failure was confirmed. The ventricular lead was measured by a psa and no irregularities were identified. A new pacemaker and ventricular lead were implanted.